Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment onset of the pt treatment. The dialyzer was reused 9 times. No pt injury and no medical intervention was required.